Event description:
It was reported that the deltapaq cere 3mmx10cm coil (cdf10031030/c23353) was positioned into the aneurysm when it partly stretched and cracked. No further information was available.

Manufacturer narrative:
The deltapaq (cdf100310-30, lot c23353) will not be returned, therefore the root cause of the coil stretching and cracking cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). (B)(4). The product is not going to be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Device was returned for analysis on 01/14/2016. Updated complaint conclusion with product analysis: it was reported that the deltapaq cere 3mmx10cm coil (cdf10031030/c23353) was positioned into the aneurysm when it partly stretched and cracked/broke into two pieces. The event occurred during use of this coil, and the delivery system/coil was not torqued while the coil was trapped in the aneurysm. The coil did not remain attached to the delivery system. The deltapaq was returned for analysis. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it is confirmed that the coil was returned stretched. In addition, it was found that the device positioning unit (dpu) and the coil were severely entangled and knotted. The damage is too extensive to repair or undo. A portion of the entangled coil may have further stretched after the procedure, however it cannot be determined to what extent the post-procedural cleaning, handling, and packaging contributed to the coil stretching. The core wire protrudes outside the sheath at the distal tip of the skive. Mechanical sheath was found at the protrusion site. The coil is still attached to the device positioning unit (dpu) via the detachment fiber. From the socket ring junction the coil was followed to the distal tip with no fracture or separation of the coil found. The distal section of the coil is undamaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil ¿cracking¿ or fracturing inside the patient was not confirmed. The coil was found to be intact in one continuous piece from the socket ring junction attached to the dpu via the detachment fiber to the ball tip of the coil. No fractures or ¿cracks¿ were found on the coil. The complaint of the coil stretching during positioning inside the target site was confirmed. While the exact root cause cannot be determined, the contributing factor most likely occurred during the repositioning of the coil inside the target site. During repositioning, the coil may have been temporarily anchored on itself, on coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the unidentified microcatheter. When the anchored coil was retracted for positioning it lost its one to one movement and the anchored coil may have stretched during the retraction movement for repositioning. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). It was reported that the deltapaq cere 3mmx10cm coil (cdf10031030/c23353) was positioned into the aneurysm when it partly stretched and cracked/broke into two pieces. The event occurred during use of this coil, and the delivery system/coil was not torqued while the coil was trapped in the aneurysm. The coil did not remain attached to the delivery system. The deltapaq (cdf100310-30, lot c23353) will not be returned, therefore the root cause of the coil stretching and cracking cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the cable passed electrical check. Additionally, without the entire systems involved in the event, it is not possible to determine the cause of the event. The DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).